Event description:
It was reported to philips that the xper CT function was nonfunctional due to a suspected software issue on an azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Device returned to use with limitations; follow-up scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).